Event description:
It was reported that a symptomatic patient presented in the emergency room with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy. Ts stated that the doctor may want to consider a lead repositioning to sense the post shock ventricular depolarization better. Patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.